Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the weld starts to tear at the base of the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as this tear weld could lead to detachment of the arm and as a result of that, could lead to serious injury. Corrected b5 describe event and problem: on 18th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the weld starts to tear at the base of the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as this tear weld could lead to detachment of the arm and as a result of that, could lead to serious injury. Further information provided by getinge employee indicated that the weld was bent. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of detachment of the arm, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: material integrity problem/material split, cut or torn//4008 corrected h6 medical device ¿ problem code: material integrity problem/material deformation/material twisted/bent/2981 previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none initially provided information was pointing to torn weld of the spring arm. The issue is considered as safety related as tear weld could lead to detachment of the arm and as a result of that, could lead to serious injury. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of torn weld of the spring arm. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. It was established that the device failed to meet the manufacturer specification due to bent weld of the spring arm. The issue was detected during preventive maintenance and the affected arm was removed from service.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the weld starts to tear at the base of the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as this tear weld could lead to detachment of the arm and as a result of that, could lead to serious injury. Further information provided by getinge employee indicated that the weld was bent. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of detachment of the arm, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the weld starts to tear at the base of the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as this tear weld could lead to detachment of the arm and as a result of that, could lead to serious injury.